Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s abdominal hernia with repair and peritoneal dialysis (pd) therapy with the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient development of an abdominal hernia as the hernia developed after the initiation of pd therapy. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. Additionally, there were no allegations of a device malfunction causing a hernia. Based on the available information the liberty select cycler can be excluded as the cause of the abdominal hernia, although the pd therapy itself with use of the cycler most likely contributed to the development and exacerbation of the abdominal hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient underwent a hernia repair surgery. The patient was diagnosed with a right lower abdominal hernia on an unconfirmed date. The hernia was not pre-existing prior to initiation of peritoneal dialysis (pd) on (B)(6) 2018. The patient had the hernia repair surgery in an outpatient setting on (B)(6) 2019. The patient was discharged to home less than 24 hours after the surgery. The patient¿s surgeon attributes pd therapy as the causal factor for the hernia. No further information was provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.